Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result, this event was identified as being reportable on (B)(6) 2025 and is being reported retroactively out of an abundance of caution.

Event description:
On august 16, 2021, it was initially reported to gynesonics that a patient treated with the sonata system experienced complications. Patient presented to emergency department (B)(6) 2021, one day post sonata procedure. Patient reported severe pain (beginning immediately after procedure on (B)(6) 2021) and was provided with analgesia. Presented again to emergency department with pain on (B)(6) 2021 - issued with oral antibiotics. Presented to (B)(6) emergency department (B)(6) with pelvic pain, pyrexia, tachycardia, hypotension and offensive vaginal discharge. Admitted to hospital - treated as "pelvic sepsis" and started on IV antibiotics. Awaiting further information - more details to follow. She is currently still an inpatient (as of (B)(6)). The patient's labs and exam from this admission 14 days post-tfa are consistent with a pelvic infection. Not "pelvic sepsis". The patient was febrile, had a marked leukocytosis (wbc 22k) with a predominance of neutrophils (19.7) and a significant amount of abdominal tenderness on exam without rebound tenderness, although the initial evaluation noted rebound over the left iliac fossa. The patient's clinical picture, including her white count, did respond to abx, which suggests good coverage from the broad-spectrum antibiotics she was on. Of note, her serum lactate level was wnl (so not at all consistent with sepsis). Her bp was 95/60. This is not consistent with hypotension as the normal minimum bp in women is 90/60. She was tachycardic with a hr of 120, but with an accompanying fever of 39.2º. The medical notes also include a comment about "suspect fibroid degeneration." Blood cultures were negative. Pelvic u/s (ta and tv) noted the 7.7-cm fibroid along with her other smaller fibroid and was otherwise negative. There was a note about a prior scan that had a possible left hydrosalpinx but that was not seen on this scan. Cxr was negative. The clinical picture is that of endometritis. It is not minor enough to be merely attributable to fibroid degeneration/inflammation post-tfa. But there is also zero evidence of sepsis, pelvic or otherwise. The clinical notes at admission make no note of cervical motion tenderness (the only comment is "cervix healthy") so peritonitis seems less likely. There is no evidence of a toa on imaging or fluid collection. · the patient may have had a slowly developing intrauterine infection/endometritis. Hard to know if there was a component of salpingitis (pid) or not. It is unknown the details of her two, earlier, ew visits but her symptoms of pain during those visits seem to have heralded a more overt clinical picture of endometritis nearly two weeks later. · it is not tenable to describe this as "fibroid degeneration" or inflammation · it is also not tenable to consider any of this consistent with sepsis or pelvic sepsis. There was no evidence of multiorgan dysfunction (the lfts and serum lactate were all wnl).